Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 251 mg/dl (performa combo) and 59 mg/dl (performa nano). No adverse event reported. Requested return of suspect devices and strips, and replacement was sent.

Manufacturer narrative:
This case, with (B)(6) (performa combo meter), is related to case with (B)(6) (performa nano meter) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.